Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with bilateral diffuse lamellar keratitis in both eyes at 2 days post treatment. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of foreign body sensation and redness in right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/15 1.75 x -.75 x 75; left eye pre-op 20/20 1.75 x -.50 x 125.